Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states insulin "squirt" out when attempted to prime. Customer's blood glucose was 140 mg/dl. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime, compromised force sensor test due to faulty fsr gold. There was no compromised force sensor alarm noted. The insulin pump was received with cracked display window, case at display window corners, reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)